Manufacturer narrative:
Our product evaluation laboratory received one fogarty thru-lumen embolectomy catheter. Under visual examination with a microscope, the balloon was found to be ruptured between the windings and the latex edges did not seem to match at the ruptured region. Both the through lumen and balloon inflation lumen were occluded with blood. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The report of "balloon on the fogarty catheter ruptured" was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use in an av graft procedure on a (B)(6) year old female with end stage renal disease, the balloon on the fogarty catheter ruptured. A new fogarty was used to complete the procedure. There was no allegation of patient injury.